Event description:
This report is being filed for mitral stenosis, and conservatively filed as a death for an unknown cause of death. Patient ID: (B)(6). It was reported that on (B)(6).2021, the patient presented with degenerative mitral regurgitation (mr) grade 4+ with posterior leaflet prolapse and flail. One mitraclip was successfully implanted, reducing the mr to grade 1+ and 2+. There was no device deficiency. On (B)(6) 2021, the discharge echo showed a mitral valve area of 1.4cm^2. Mitral valve stenosis was diagnosed. Per physician, the event was not serious. There was no treatment provided and no additional hospitalization. There was no device malfunction and the event resolved. On (B)(6) 2022, the patient passed away. The cause of the death was not known and unknown if device related. No additional information was provided regarding this issue.

Manufacturer narrative:
The device is not returning for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral stenosis and death cannot be determined; however, mitral stenosis and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, the additional information was received: the mitral stenosis event was deemed serious. The stenosis persisted with a mean valve area of 0.9cm^2.